Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased thresholds and loss of capture (loc) ten days post implant. A chest x-ray was performed and noted no anomalies. Programmed settings were noted to not be set high enough to account for the increased thresholds. Programming changes were made and capture was regained. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that continued high rv threshold measurements were observed. The cause was suspected to be related to a myocardial infarction at the lead apex location. The physician elected to replace the lead during routine device replacement for reported normal battery depletion. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.